Event description:
The reporter stated that the surgeon inserted a three piece silicone lens model aq2010v with no damage to the lens or the patient but decided to remove the lens and put in a different type of lens. The surgeon removed the lens without enlarging the incision, however, he did not tear the lens upon removing it. The surgeon stated that there was no malfunction of the lens or patient injury.

Manufacturer narrative:
Results - a visual inspection of the returned product shows the lens optic is torn off in half and the haptic is torn off into the optic and is missing. There is reddish residue on the lens. It should be noted that the injector and cartridge were not returned for evaluation.